Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was flashing color on the screen although "pinching the cord makes it work okay". The screen turned purple and green. The reported malfunction occurred during a diagnostic hysteroscopy procedure with anesthesia. The procedure was aborted due to poor visualization, however there were no reports of patient injury or medical intervention associated with this event.

Event description:
It was reported, the camera head was flashing color on the screen. Although, "pinching the cord makes it work okay". The screen turned purple and green. The reported malfunction occurred, during a diagnostic hysteroscopy procedure with anesthesia. The procedure was aborted, due to poor visualization. However, there were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. And the reported issue was confirmed. In addition, a faulty cable was found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the cause of the malfunction was, due to the faulty cable. Olympus will continue to monitor field performance for this device.